Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: original lot number that was reported was the supplied lot number. While pulling DHR it was found that there were two lot numbers for the item involved. It is unknown which exact item encountered this issue, it is one of the following: d4: catalog number: 27940; d4: lot number:211820; d4: UDI:(B)(4). H4: manufacture date: 03 feb 2011. Or d4: catalog number: 27940; d4: lot number: 223580; d4: UDI: (B)(4); h4: manufacture date: 22 mar 2011. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during a procedure, the tip of the shaft was fractured inside the medullary cavity. All the fractured pieces were retrieved. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp- (B)(4). D4: UDI: unknown. H4: unknown. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the DHR was not available. Root cause was unable to be determined. Visual examination of the returned product identified the reamer shaft was returned because it fractured. Item and lot numbers are confirmed to match the complaint. This instrument is aproximately 10 years old. Device was submitted for further analysis. Fracture showed river line artifacts pointing the crack propagation towards the outer diameter of the reamer shaft. There were no indications of crack initiation, however it is suspected to be near the inner diameter of the reamer shaft. Quasi-cleavage mode of fracture identified throughout. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.